Event description:
The patient reported on (B)(6) 2025 general redness, itching, blisters and severe skin irritation. The patient did seek medical treatment where they were prescribed a topical steroid for the mcot, universal patch skin irritation. The patient did not follow skin preparation instructions, as she used scrub pad on subsequent applications and has a known skin sensitivity or allergies to adhesives. The patient did take a break in service and decided to disconnect early. The end of service date was adjusted to (B)(6) 2025.

Manufacturer narrative:
The patient reported on (B)(6) 2025 general redness, itching, blisters and severe skin irritation. The patient did seek medical treatment where they were prescribed a topical steroid for the mcot, universal patch skin irritation. The patient did not follow skin preparation instructions, as she used scrub pad on subsequent applications and has a known skin sensitivity or allergies to adhesives. The patient did take a break in service and decided to disconnect early. The end of service date was adjusted to (B)(6) 2025. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient used improper application techniques and has a known medical/dermatologic condition. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.